Event description:
The customer observed falsely depressed alinity I total b-hcg results for one female patient. The initial alinity I total b-hcg result from (B)(6) 2025 for sid (B)(6) was <2.30 miu/ml, repeated on (B)(6) 2025 and the result from the same specimen was 48.59 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I total b-hcg reagent lot 73562ud00 to address the customer¿s observation of falsely depressed results. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. Customer field data was used to assess the performance of the alinity I total ss-hcg assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I total b-hcg reagent lot 73562ud00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p51 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k number k170317. Complete information from section a1 patient identifier: sid (B)(6).

Event description:
The customer observed falsely depressed alinity I total b-hcg results for one female patient. The initial alinity I total b-hcg result from 30nov2025 for sid (B)(6) was <2.30 miu/ml, repeated on 04dec2025 and the result from the same specimen was 48.59 miu/ml. No impact to patient management was reported.